Event description:
It was reported that this ambicor penile prosthesis was bent at an odd angle and was not operating as intended. The device was explanted and replaced. No patient complications were reported.